Manufacturer narrative:
Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the guidewire entrapment occurred. During a percutaneous coronary intervention (pci) a samurai 190cm straight-tip guidewire was placed in the coronary artery. The physician advanced another manufacturer¿s pre-dilatation balloon. The balloon was inflated and deflated. As the physician retrieved the balloon, the wire came back as if it were stuck; the guidewire lost positioning in the artery and was pulled into the guide catheter. When the wire was removed from the patient it did not look deformed, but looked ¿glued¿ or stuck in the balloon. The physician thought the event was due to the wire. There were no patient complications and the patient was stable.